Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. Customer¿s blood glucose was 39 mg/dl, 59 mg/dl, 64 mg/dl, 70 mg/dl and 455 mg/dl. The customer was treated with candy for low blood glucose and bolus for high blood glucose. The customer also stated that they did allege insulin pump was over delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer was automatically delivering insulin at the time of low blood glucose event. Customer was declined troubleshoot for high blood glucose. Customer stated that auto mode feature was active. The insulin pump and reservoir will not be returned for analysis.